Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement due to blank display anomaly. Unit failed to pass the self-test due to pump error 75 occurring during testing. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. In history downloads, there was pump error 65 and 09/26/2024 07:25. Pump error 63 (variable 21) and pump error 4 occurred on 08/14/2024 15:34 in history file. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial number label missing. Critical pump error is not confirmed. Pump error 75 and unexpected battery power loss and blank display are confirmed due to occurring during testing and moisture damage on the electronic stack. Pump error 63 is confirmed due to being found in history files and due to hardware anomaly. Pump error 4 is confirmed due to being found in history file and is a consequence of pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.